Event description:
It was reported that during the device evaluation, foreign material was found in the biopsy channel of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the probable cause of the malfunction remains undetermined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.